Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was between 208 and 584 mg/dl. Elevated blood glucose was addressed with a correction bolus via manual dose injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.